Event description:
It was reported that the pt was experiencing an "intermittent bolus type effect" with unspecified symptoms. The event occurred during a normal refill cycle. Device troubleshooting was being considered including troubleshooting for a possible kinked catheter. The pt's pump contained baclofen 2000 mcg/ml; daily dose was not reported. Unable to follow-up with contact info provided, no additional info was obtained.